Manufacturer narrative:
The device was manufactured between (B)(4) 2017 and (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continue-flo solution set was leaking from an unspecified location on the set. The leak was observed during patient infusion. To resolve the issue, the nurse replaced the set. There was no patient injury or medical intervention associated with this event. No additional information is available.